Manufacturer narrative:
The unit is operating properly within new device specifications. The rpt of high rate activity in the sterile package is due to the sustained motion experienced during long transport times such as that seen in air travel or over the road truck transport.

Event description:
The reporter indicated that he received the 294-23 pacer one week prior to attempting a device inquire. Upon inquire, he received the following message: "sensor warning: this pulse generator has exhibited a high paced rate for more than 4 hours." The message was received using two different programmers. The device was not implanted and will be returned.